Event description:
It was reported by service report that the stretcher will not maintain height and drifts down. Both hydraulic jacks revealed the head end jack to not be functioning as prescribed. No pt involvement or adverse consequences are reported.